Event description:
It was reported that during the lobectomy surgery, the surgeon did not observe any abnormal situation in the operation and staple line was good. But the patient had abdominal pain and thoracic fluid increased in the evening, then the surgeon did 2nd surgery and noted that vessel of anastomotic site was bleeding. The surgeon used suture to over sew. The patient's condition is currently stable.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. Video analysis: this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a staple line on the tissue and a leak was noted on the proximal end of the staple line. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for surgery? What was the exact procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? What structure was the stapler fired on? What was the nature of the thoracic fluid? What specific anastomotic site are you referencing? What was done to address the issue? Was the device difficult to close or fire at any of the firings? What structure does the surgeon believe was bleeding as it was pulsatile and systemic in appearance? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.